Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing. Follow up with the physician office yielded no further information. The lead is still in use. No patient complications have been reported as a result of this event.